Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they felt shocking sensations in her back twice and stopped using the device. The patient mentioned that she fell down the stairs. The battery was overdischarged and impedances could not be checked at the time of the report. It was noted the battery was due for replacement so a surgery was planned and the leads would be checked at the time of the surgery on (B)(6) 2020. The issue was not resolved at the time of the report.